Event description:
It was reported that the anchor broke during insertion into patient humerus. A 3.8mm dilator was used prior implantation of the suture anchor. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.